Event description:
It was reported that pump battery depleted too quickly and led to pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use current pump.